Event description:
During implant, difficulty implanting a left ventricular (lv) lead led to the detachment of the tip of the steerable catheter. Diagnostic imaging showed that the tip of the catheter was likely located in the patient's right lung. Upon removal, it was noted the tip of the catheter was missing. The lv lead could not be successfully implanted. The patient was in stable condition following the procedure and will continue to be monitored.

Manufacturer narrative:
The reported field event of a detached distal tip of the catheter was confirmed in the laboratory. Upon receipt, a partial, completely peeled catheter was returned in two segments for analysis. Visual inspection revealed no anomalies other than the detached piece at the distal tip. The missing piece was not returned for analysis. The damage observed was consistent with procedural damage.